Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the dbs never worked for what the patient needed it for. The caller reported from the beginning the implant was not placed correctly and it affected their legs and arms. It caused their legs and arms to go up and down like a robot. The caller was asking if the device could be removed.